Manufacturer narrative:
(B) (4).

Event description:
The pt had health issues requiring surgery and did not recharge her implantable neurostimulator for 3-4 months. An overdischarge was suspected. The pt had significant weight loss. An x-ray revealed that the neurostimulator had flipped in the pocket. Surgery to re-position the device had been planned. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.